Event description:
The patient fell on their buttocks really hard. The patient was bruising and had pain but did not think anything about their device. After the fall the patient stopped feeling stimulation and their therapy stopped helping them. The patient was at 4.6 v and had increased to 5.2 v. The patient did not feel stimulation. They thought they only had program 1 because the manufacture representative did not program the other programs. The patient received assistance and found that 4 programs were available. The patient increased stimulation to 5.8 v and was able to feel stimulation, but then stopped feeling it. They increased stimulation again to 6.2 and was going to monitor their symptoms. Additional information reported that they were trying stimulation with no pills. It was ¿not working completely¿ and the patient was going to go back on their pills. The patient stated that 6.2 was rather high. They could feel it working but still had a problem with urgency and getting to the bathroom in time. The patient inquired if their device could have been damaged while they still felt it because their healthcare provider thought so. The patient was implanted for urinary dysfunction/sacral nerve stm and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.